Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The procedure was done under local anesthesia. During the procedure, the physician got a good separation in the fat plane below the denonvilliers fascia and proceeded to inject the spaceoar gel. The gel did not flow naturally towards the base of the prostate and seemed to build more towards the prostate apex. The physician performed a digital rectal exam (dre) after the injection and felt no obstruction protruding through the rectal wall. The physician did feel gel towards the apex, where it appeared on the ultrasound to be sitting. He then requested a magnetic resonance imaging (MRI) and it was confirmed that 1cc of hydrogel was noted in the recital serosa. There were no patient complications reported as a result of this event. The patient will receive planned external radiation therapy.